Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of the dilator was damaged during the physician's attempt to advance it over the wire guide. As a result, another device of the same kind was used to complete the procedure. It was further noted that there was a crack in the tip of the dilator. The product problem did not result in any reported serious injuries to the patient.